Event description:
The customer reported the system was not saving images. No patient injury was reported.

Manufacturer narrative:
This correction is as follows: the MDR was originally submitted under the number 9680959-2008-00085. That number had also been submitted for model 7700, submitted on 05/23/2008. A new number has been assigned to this report. We are submitting this report to replace the duplicate report number for this device.